Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Physical samples were not received for the investigation, but photos were provided. Using the photos that were provided it was not possible to confirm the reported issue. The physical sample is required to evaluate the reported condition. A root cause could not be determined as the reported issue was not confirmed. No corrective actions are deemed necessary at this moment. The process is running according to product specifications meeting quality acceptance criteria will be keep monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that a patient was scheduled for a gastrostomy. When the physician was passing the probe, it was leaking through the openings. A new device was used and there was no harm to the patient.